Manufacturer narrative:
The subject device was returned however, the device evaluation is still pending. If additional information becomes available this report will be supplemented accordingly.

Event description:
As reported, at preparation for use (patient was not under anesthesia) , it was found that the device showed b30 error. The user finished the procedure with another similar device. The type of procedure is a laparoscopic surgery. There was no patient harm or injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The results of evaluation did not provide a definitive cause; nonconformity of the subject device was not found other than the suggested event. Presumable cause of this event was that the internal circuit board of the video connector may have been deteriorated. Possible causes of this surmised deterioration include: -power source was turned on/off while the video connector was wet. -the video connector was inserted/pulled while the power was turned on. -the video system center or the electrical contacts of the video connector were scratched or dirty. -static electricity was applied to the electrical contacts of the video connector. -there was nonconformity in reprocessing condition under autoclaving or the like. The instructions for use (IFU) document the following regarding image inspection prior to use: "confirm that the wli (white light) and nbi (narrow band) endoscopic images are normal. 1 before inspection, wipe the objective lens using clean lint-free cloths moistened with saline solution or sterilized water. 2 observe the palm of your hand in the wli and nbi endoscopic images. 3 confirm that light is output from the endoscope¿s distal end. 4 adjust the brightness level as appropriate. 5 confirm that the wli and nbi endoscopic images are free from noise, blur, fog, or other irregularities. 6 turn the angulation control levers slowly in each direction until it stops. 7 confirm that the wli and nbi endoscopic images do not momentarily disappear or display any other irregularities." The IFU documents the following regarding cautions when turning the system on or handling of the electrical contacts: ¿ "turn the video system center on only when the video connector is connected to the video system center. In particular, confirm that the video system center is off before connecting or disconnecting the video connector. Failure to do so can result in equipment damage, including destruction of the image sensor. ¿ do not insert the video connector while the electrical contacts are wet and/or dirty. This may result in an electric shock, causing severe damage to the endoscope and compromising patient and/or operator safety. ¿ turn the video system center on only when the video connector is connected to the video system center. In particular, confirm that the video system center is off before connecting or disconnecting the video connector. Failure to do so can result in equipment damage, including destruction of the image sensor. ¿ do not hit or bend the electrical contacts on the video connector. The connection to the video system center may be impaired and faulty contact can result.¿ olympus will continue to monitor field performance for this device.